Event description:
A customer contacted baxter to report that a minicap was noticed to be cracked/scratched after application to a transfer set. As no betadine had leaked they were not treated as contamination episodes. The minicap was examined prior to applying to the transfer set and no crack/scratch was noted. The hospital has stated that both the patient and hospital gently squeezed the minicaps after the incidents to ensure that the crack wasn't all the way through the plastic of the minicap; and therefore the crack may seem slightly more extensive than it was when it was originally removed from the patient. The exact incident date was not known. The hospital has stated that they are meeting with the patient on the (B)(6) 2011 to access their technique in applying minicaps to ensure they are not over tightening then on application to the transfer set.

Manufacturer narrative:
(B)(4). This is report 1 of 3 associated with this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). One used minicap sample was received for evaluation. A visual inspection was performed on the sample. This complaint for cracked / scratched minicap can be confirmed for a visual cosmetic defect; however, there were no issues found with the functionality of the minicap during the evaluation. No root cause has been determined for this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.